Manufacturer narrative:
Submit date: 2/28/2018. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Customer reports that device won¿t screw onto ports and are breaking at the leur lock portion.

Manufacturer narrative:
Submission date: 09/25/2018. An investigation was performed for the reported customer complaint: ¿customer reports that device won¿t screw onto ports and are breaking at the leur lock portion.¿ the device history record (DHR) for the reported lot number 717078 indicates product and specification requirements were met with no non-conforming product identified relating to this customer report. A lot cannot be released unless it passes all quality and conformance requirements. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. A review of maintenance records (both corrective and preventive) and calibration records were reviewed and no issues were reported. All scheduled maintenance and calibration activities were completed on time. No process or material changes related to the reported condition for this product were noted. A review of the ram 2 setup was conducted and no issues were observed. All parameters were within validated range. However, a review of the ram 2 process monitoring and production data did note ¿b¿ side barrels jammed in the loader. A review of the non-conforming records (ncrs) for the barrels was conducted and three (3) molding issues were reported on plastics. These production issues were reported prior to the manufacturing this reported complaint lot number (717078). It was concluded that the previous issues reported are likely related to the reported condition. There was one (1) opened and unused sample returned for evaluation. A visual inspection was performed and no signs of wear, tear or deformation were found. Testing was performed and the sample met product specifications. The reported condition was unable to be confirmed on the sample returned. The exact root cause could not be specifically determined. All factors related to machine have a minimum probability to cause broken luer tip in the assembly process. However, based on the ncrs it is probable that the reported condition was caused due to a molding issue. Specifically, short shots or malformed barrel luer tip. An internal investigation was conducted and it was determined that the malformed barrel issue occurred as a result of damage to the jack screw due to general wear. The short shot issue occurred as a result of not enough plastics completely filling involved cavities. The heater probe did not allow resin to flow freely through the cavities creating the short shots. The investigation did not identify a systemic issue with the product or process and an actual root cause was not identified based on the analyzed evidence. However, corrective action has been taken. A work order was issued to repair the identified components. The reported condition was unable to be confirmed on the sample returned. A specific root cause could not be determined. A probable root cause was determined to be molding issues reported prior to the manufacturing of the complaint lot number. This information will be utilized for trending purposes to determine the need for corrective actions. If information is provided in the future, a supplemental report will be issued.